Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the tampon unraveled and the bottom separated from the top during removal. She was able to remove all the pieces and did not seek medical assistance.